Event description:
One patient sample with discrepant hcg results. Initial result <5.0 miu/ml. Same sample repeated gave result of 6012 miu/ml. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.